Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a procedure to implant a new scs lead was abandoned because the physician was unable to advance the lead to the intended location due to scar tissue. No adverse consequences for the patient were reported.